Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent a rectopexy in (B)(6) 2012 and mesh was implanted. In (B)(6) 2013, the patient was admitted for genital prolapse. Mesh was noted to be descending into vagina and was re-secured. A postoperative e coli sepsis infection developed which was treated with antibiotics and pr and pv bleeding occurred. A recto-vaginal fistula was confirmed and patient underwent a colostomy in (B)(6) 2013. No additional information was provided.